Event description:
It was reported the catheter has a split. An impulse guide catheter was prepared prior to percutaneous coronary intervention(pci) procedure. It was noted that the catheter has an indented, circumferential split approximately 10 millimeters from the distal tip. The physician completed the procedure with another with the same device. The patient was stable and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an impulse catheter with no original packaging or other devices. Microscopic inspection of the device presented no damage or irregularities. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the catheter has a split. An impulse guide catheter was prepared prior to percutaneous coronary intervention(pci) procedure. It was noted that the catheter has an indented, circumferential split approximately 10 millimeters from the distal tip. The physician completed the procedure with another with the same device. The patient was stable and no patient complications were reported.